Event description:
The generator was replaced on (B)(6) 2015 and was received by the manufacturer for analysis on (B)(4) 2015. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the patient is experiencing an increase in seizures. It was reported that the generator battery life was less than 20% and the patient was referred for surgery. The physician has assessed that the vns battery is low which he believes could explain the breakthrough seizures. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis for the generator was completed on 06/22/2015. The reported allegation of low battery was duplicated in the pa lab. The battery as measured during completion of the final electrical test, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.